Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres for 10 seconds, the balloon ruptured. Another 4.0 x 40, 40cm mustang balloon catheter was advanced, but the balloon also ruptured on the first inflation at 10 atmospheres for 5 seconds. Both devices were removed, and the procedure was completed with a different device. No patient complications were reported.